Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states eg29-i10c-us with a 510k # k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video gastroscope eg29-i10c serial (B)(4). In the event reported by the user, the following was submitted: on day 1, tues., he reported having an issue a couple of times in dr. (B)(6) room where the image would freeze for just a second, and then unfreeze right away. The few times that this occurred was when the staff were connecting or disconnecting a polyp trap from the scope connector body. There was adverse event reported with this complaint. The device was received at pentax medial service facility for further evaluation on service order (B)(4) where it was inspected, and the user complaint could not be confirmed.